Event description:
Per report, during a transfemoral tavr procedure, upon removal of the retroflex3 22f sheath, the dilator was pushed back out of the sheath and the tip of the sheath grabbed a piece of calcium, creating a small dissection in the left external iliac. From the contralateral side, an 8x40 cm occlusive balloon was inflated for dry surgical repair, performed in normal fashion. The successful repair was confirmed with an angiogram.

Manufacturer narrative:
Additional information provided by the edwards field clinical specialist: nothing abnormal was noted while inspecting the device during prep. Upon review of the case the physicians determined that they pulled back the 22f sheath before re-inserting the dilator. Their assessment was that if they had not omitted that step the injury would likely have been preventable. The patient recovered and was discharged without further events and is doing well. According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The instructions for use (IFU) contraindicate the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths, such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the thv valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The minimum required vessel diameter for a 22fr sheath is 7.0 mm. In this case, the access site diameter was 7.0 mm. Per report, there was mild vessel calcification, and mild tortuosity. The transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. In this case, the cause of the external iliac dissection cannot be confirmed; however, it was reported that procedural factors (pulling back the sheath before re-inserting the dilator) may have caused or contributed to the event. In addition, the borderline vessel size, in combination with some vessel calcification and tortuosity, could have contributed to the event. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required.